Manufacturer narrative:
Failure analysis revealed that the insulin pump had not buttons response due to corroded keypad traces on the activate button. Unable to perform the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery and vibrate test due to the buttons/keypad anomaly. The device had a severely scratched display window and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 16mg/dl. The reporter called to ensure the insulin pump was functioning properly. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. The displacement test was performed and passed, but the device did not vibrate during the self test. Advised the caller that the insulin pump would be replaced. No further information was provided.